Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h3 "not returned to manufacturer" was marked by mistake. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material was not identified. The root cause of the foreign material remaining in the device was not established. A definitive root cause cannot be determined. The foreign material residue point was confirmed to be free from deformation. The event can be detected and/or prevented by following the instructions for use which state: detection method: gif-ez1500, operation manual, chapter 3 "preparation and inspection". Preventive measures: gif-ez1500, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter on the illumination lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.